Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses and multiple presses with extreme force were necessary for display to activate. The customer did not wear pump in a case and the button did not appear stuck. The customer reported no adverse impact to blood glucose level. The customer applied more pressure to the wake button to address the issue.